Event description:
It was reported that the event involved in a (B)(6) yr old male patient during intra-aortic balloon pump (iabp) therapy while in the cardiac care unit. Combined treatment included pc (percutaneous coronary intervention) kpcpsi (percutaneous cardiopulmonary support invention). Vessel condition: no tortuous vessels, light calcification. Indication for use: shock therapy. The md inserted the iab-(B)(4) through the teflon sheath via right femoral artery without issue. After an unk time of use, blood was observed in the line and in the iabp drain bottle. As a result, the md successfully remove the iab with the sheath together as (B)(4) unit within the 30 minute time frame. There was not another iab inserted because the patient's condition was stable. No alarms were confirmed. There were no pump strips generated for review. It was not known when the last x-ray was performed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. It was stated there was no delay or interruption in therapy since iabp there was not needed anymore. The patient outcome is good. It was noted that the iabp used was an autocat2, s/n (B)(4).

Manufacturer narrative:
(B)(4).